Event description:
Patella drill got stuck on the patella drill guide, 15 minute delay in surgery. Patient was not effected by the delay. Patient is doing well post surgery.

Manufacturer narrative:
Patella drill showed signs of damage, this may have been caused if the surgeon did not drill axial to the hole on drill guide. The most likely cause of the event is due to use error. Additional model number: ws-10150.